Event description:
Per the clinic, the device was explanted (specific date not reported) due to the patient developped a wound dehiscence in the left postauricular incision and infection (purulent drainage) from the incision site. Subsequently, the recipient has been treated with oral antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.